Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Visual inspection-external and internal and manual articulation of inputs tests/ inspections were performed, and the complaint could not be reproduced. Fa could not verify the customer reported event. No product issue was found. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had missing items. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi contacted the initial customer and obtained the following information: the customer stated the instrument was left in his office and he had no additional information with the instrument or the procedure.